Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The red flushing connector was partially dislodged from the extension tubing. Tactile inspection of the sample revealed tensile weakness throughout the extension tubing. Material necking and discoloration were observed near the proximal end of the tubing. Microscopic inspection of the flushing connector revealed it to be well-formed and unremarkable. The tensile weakness, material necking and discoloration indicated that the sample was subjected to repetitive tensile (pulling) stress. The usage residues suggested that stress occurred during device use. That tensile stress appeared to cause the observed flushing connector dislodgement. Device access and maintenance techniques may have contributed. A lot history review (lhr) of recv0716 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a catheter successfully placed on (B)(6) 2019. One week later, it was found the white connector for securement was loosened during disinfection. When being lifted for disinfection, the external part of the catheter fell off. Continued using the catheter by exchanging for a new extension tube.